Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
High, out-of-range pacing impedance and a high capture threshold were noted on the left ventricular (lv) lead. The lead was reprogrammed to another vector and the lead will continue to be monitored. The patient was stable with no adverse consequences.